Manufacturer narrative:
Only video was provided. The provided video shows implanted iol. A strip of linear material was observed under the lens. The material was easily removed with forceps and was placed on a swab. Based on our observation of the attached video, a strip of linear material was observed under the implanted lens. The material was easily removed with forceps and was placed on a swab. A final root cause cannot be determined based on available information and without the evaluation of the physical sample. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The complainant indicates the use of viscoelastic, which is not qualified for use with company intraocular lens models, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the viscous was removed at the end of procedure, there was a sort of film/deposit on the posterior surface of the implant that requires scraping the surface of implant with the micromanipulator or with the irrigation aspiration handpiece. There have been no consequences for the patient. There was a slippery agent in the cartridge that was transferred to the implant. Additional information has been requested.